Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the port tubing had a striated opening with leakage described as surgical damage. The damaged port septum had missing material, pulled material, and evidence of coring likely to have been caused by the use of a coring needle. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported explant of a lap-band system due to "leaking band and had revision of bypass."